Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that after inserting the angio-seal device sheath, the doctor inserted the angio-seal device in, performed both first and second click. When he tried to pull back, he was unable to withdraw, the suture was locked within the patient. Nurse assisted to cut the white carrier tube and the doctor pulled back the exposed suture. Hemostasis was subsequently achieved, with manual compression. Hemostasis was achieved. The patient was reported to be okay. Additional information was received on 21dec2020. The procedure performed was a percutaneous coronary intervention (pci). A 6fr sheath was used. A pre-deployment angiogram was performed.

Manufacturer narrative:
One used 6 fr angio-seal vip device was received for product evaluation. The carrier tube was returned mated with the hub of the hemostasis sheath. The sheath and carrier tube assembly were cut through at proximal region of the shaft into two halves. The cut was made through carrier tube and tamper tube. All the pieces of sheath, carrier tube and tamper tube were returned for evaluation. Visual inspection revealed that the hemostasis sheath was cut into two pieces and the hub of the sheath was still connected to the device deployment sleeve. The deployment sleeve was found in the full rear lock position with color bands fully exposed. The suture was not cut through and appeared to be released completely. The end of the suture was observed under the microscope and appeared to be cut with a sharp object. Functional testing was performed and the spool in the tensioner was removed from the carrier tube assembly cap. The tensioner was then removed, and no turns of suture were on the tensioner disk. No gross anomalies were noted with the tensioner hub. For dimensional testing, the outer diameter of the tamper tube was measured to be 0.060'' which was within the specification of 0.060 +/-0.002. The ID of the carrier tube was measured to be 0.067'' which was within the specification of 0.068" +0.005/-0.005. All measurements were within the manufacturer specifications. Based on the evaluation and state of the returned device, the complaint could be confirmed for withdrawal difficulty. The state of the returned device suggests that there was some difficulty experienced during deployment. The mutilated state of device precluded any functional testing or device analysis however, device was deployed and pressure was applied to achieve hemostasis. No turns of suture were present on the hub of the tensioner upon return. Based on the available information the exact root cause for the difficulty experienced by the user was unclear. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.